Manufacturer narrative:
Section h6: type of investigation: 4121 - event history log review. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file; however, it was not reproduced while testing. A review of the downloaded controller event log file spanned approximately 3 days ((B)(6) 2023 ¿ (B)(6) 2023 and (B)(6) 2023 per time stamp). The backup battery fault alarm was active from the beginning of the log file due to a load test fault. The backup battery did not pass the load test either due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage or the unloaded voltage being under the acceptable threshold. The log did not capture when the alarm first activated sand the alarm resolved on its own on (B)(6)2023 at 23:51:48 when the controller performed another load test and passed. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller, serial number (B)(6) , was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. The additional information indicated that the alarm resolved after the controller was exchanged. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient first experienced backup battery fault alarms on (B)(6) 2023. The alarms were able to be cleared with a system controller self test. The backup battery fault alarms reoccurred on (B)(6) 2023 but they would not clear with numerous self tests. The backup battery fault alarms finally cleared with a self test. Due to the reoccurrence of the alarms in a short period of time, the system controller was exchanged. The alarms resolved following the system controller exchange.